Event description:
It was reported the nasogastric (ng) tube did not have a break or burst; the stylet was difficult to remove from the ng tube; as intervention, ng tube was cut outside of the patient and removed with no further medical intervention. There was no reported injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 16-oct-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
H6 investigation findings/appropriate term/code not available: inappropriate use. The sample was evaluated. No original packaging received. Most portion of the yellow tubing was not received. Upon receipt of the sample, it was evident that a break/ defect between tubing and y-connector port was noticed. Per the report, the yellow tubing has to be cut to separate from the stylet guidewire piece. There's approximately 15mm yellow tube left at y-connector port area. During evaluation, the entirety of the stylet guidewire was placed on the lab table for examination. Multiple bending sections of the stylet wire were observed. The remaining y-connector port was observed to have severed; multiple cracks and tearing effects were observed. The stylet guidewire has unraveled from the core stainless steel of stylet which made a pile of red/ orange portion of the stylet and accumulated at the opening of yellow tube and y-connector. The entire pile of red/ orange wire component was seen stuck between the y-connector port and yellow tubing opening. The sample was observed under magnification (30x). A potential root cause to this failure mode is the tears in the nasogastric tube caused by the stylet sticking and then being forcibly removed. The manufacturing processes identified which could potentially contribute to the failure mode were reviewed and no issues were observed at this time in the actual process. The cause of this issue appears to be excessive force used to remove the stylet and not activating the internal lubricant. All information reasonably known as of 08-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.